Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that eleven years, seven months and sixteen days after the implant of this transcatheter bioprosthetic pulmonary valve, an unknown intervention was performed due to insufficiency. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that a valve-in-valve procedure was performed due to moderate or more central regurgitation. If information is provided in the future, a supplemental report will be issued.